Manufacturer narrative:
Evaluation summary: the analysis results for the msm20 instrument confirmed that it was returned non-functional. The instrument was cycled and formed the clips with gap, due to the handles can not be completely closed upon cycling. Upon disassembly of the instrument, the feedbar was found to be bent. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, that the handles would not close. It was very difficult to activate the applier. Another like device was used. There was adverse patient consequence.